Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that no delivery of medication occurred with a pen ii omnitrope pen 10. The following information was provided by the initial reporter, "this pen broke, says that when you turn the application button, the spring is released and the liquid does not come out."

Event description:
It was reported that no delivery of medication occurred with a pen ii omnitrope pen 10. The following information was provided by the initial reporter, "this pen broke, says that when you turn the application button, the spring is released and the liquid does not come out."

Manufacturer narrative:
H.6. Investigation summary: one (1) sample was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Initial evaluation revealed no visible damage to the pen. The sample was tested for functionality through dose set knob (dsk) push force test (test instruction it1182) and by performing sample injections. The returned complaint pen met dsk push force test specification. The pen functioned as intended during the sample injections. H3 other text : see section h.10